Manufacturer narrative:
The product was evaluated on 12/15/2014. Qe discovered a breach in the transformer housing. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in so the voltage across the dc was measured at 12.7 vdc. Resistance across the dc plug was measured as ol, which indicates that there was not a short in the dc cord. The resistance across the ac blades measured as 54.5 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
Customer originally called in to report that her power cord was damaged at the prongs and she was unable to use it in her outlet. Upon receipt of the product and qe evaluation on (B)(6) 2014, a breach in the transformer housing was observed which is a safety risk.